Event description:
It was reported that a pt underwent a successful x-stop procedure. Post procedure, the pt fell in the shower and described the x-stop as "popping out". Removal and decompression of the device was discussed; however, it is unk at this time if the additional surgery will occur. No additional information was reported.

Manufacturer narrative:
Device was not returned; followed up with company rep.